Event description:
It was reported that the atrial lead had dislodged during an epicardial left ventricular implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. Concomitant product: cd3357-40q, competitor implantable cardioverter defibrillator, (B)(6) 2014. (B)(4).